Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
Reportedly an ams perigee graft was implanted on (B)(6) 2006. It was also reported that add'l mesh was implanted on (B)(6) 2006, it is unclear if an ams and/or non ams mesh was implanted. The report indicates the pt "has suffered/will continue to suffer pain, suffering, disability, impairment."